Manufacturer narrative:
Another work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the standard storage bin was replaced. Already reported codes b01, c07 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The em interface was replaced and the system proceeded to function as intended. Codes b01, c02, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h2) product ID: 9735793, sn/lot: -, was removed from this event as it does not meet reportability criteria medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Information was added regarding the lot number for a product in section d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot: (B)(6), ubd: unknown, UDI: unknown, wo: h3, h6: a medtronic representative went to the site to test the equipment. The cable and storage bucket were replaced. Codes b01, c19, and d14 are applicable to the system checkout. Hw analysis: h3, h6: the storage bucket, product: 9735793, was found to have one of the four ball studs pulled out and missing. The bucket was replaced. Codes b01, c07, and d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, product ID: 9735793. H3, h6: a medtronic representative went to the site to test the equipment. There was a tear in axiem breakout box cord and exposed w ires. Codes b01, c02, c07, and d02 are applicable to this analysis. H6: a05 - component damage, pins separated on storage bin a07 - exposed wiring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while performing the planned maintenance (pm) the manufacturing representative (rep) found that the em interface cable had exposed wiring and two pins on the standard storage bin were separated from the bin itself. No patient present.

Manufacturer narrative:
The em interface cable, lot number: 603001453, was returned to the manufacturer for analysis. The returned em interface had a torn cable. Despite the damage, the interface is in good shape and passed all testing. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.